Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
The customer's mother stated that the customer was hospitalized due to hyperglycemia. The customer was not present at the time of the phone call to perform troubleshooting. Nothing further was reported.